Manufacturer narrative:
(B)(4). Batch #: r94x6t. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a CABG, snghk functioned on its own when it was in the drape pocket on the right side of the patient. It was already connected with the handpiece and the functional test was not performed yet. The activation sound was not heard. The foot switch has been placed. The blade of the snghk touched the surgeon, and he noticed because of the pain, and he got a blister. After the issue occurred, gen11 screen remains untested. Another device and handpiece were used to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 2/2/2023. Per handpiece screening procedure, the handpiece was evaluated and no issues were identified. Any information provided by an affiliate or affiliate technical service, as to the ¿alleged failure¿ of the handpiece, is only an assumption and cannot be accepted as the reported failure. As the device was not returned to our analysis site, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted.